Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored atrial tachy response (atr) episodes on its right atrial (ra) channel. Technical services (ts) was consulted and discussed stored data, with it been an isolated event. Ts recommended further in clinic examination. This ra lead remains in service. No adverse patient effects were reported.